Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "double beep no cassette". Visual inspection revealed pump to be in fair condition with a cracked rear housing and a scratched screen. Inspection of the pump's event log revealed no evidence of customer's reported problem. When the device was powered up, the device started double beeping. The event log also shows "keystuck" errors. The downstream sensor and the keypad were replaced. Device history record was reviewed and found to be in compliance as no manufacturing or testing issues were found.